Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the atrial lead dislodged three times. It was noted that the patient had been in atrial flutter (afl) for an unknown amount of time, so the physician opted to plug the atrial port without implanting an atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.